Event description:
According to the complaint, on (B)(6), a sodium result of 186 mmol/l was reported by the abl90 flex plus analyzer (serial no. (B)(6). A repeat test on the seamaty analyzer yielded a result of 139 mmol/l, while a competitor's system siemens rapid 500 provided a result of 140 mmol/l, and these results were more in line with the clinical picture of the patient.

Manufacturer narrative:
The case relates to a blood sample measurement, in which na resulted in 186 mmol/l, with no error message. When compared to seamty or siemenes rapid500, the same patient had a result of 140 mmol/l. Looking at the whole list of patient samples, the average is 140 mmol/l, and the 186 mmol/l result appears as a clear outlier. The most likely cause for a high value is the presence of a bubble on top of the na sensor. Bubbles can be directly introduced in the system through the samples, or indirectly produced during sample filling through the presence of an obstacle, like a clot. The data logs do not provide any indication of an error being present (introduced or previously present) in the system, including bubbles or clot. It is therefore not possible to determine the origin of the bubbles or the obstacle.